Event description:
It was reported that during procedure, the device continued lasering even after the account stepped off the foot pedal; later it entered in case saver mode. It also displayed error code 55 (communication protocol error). No patient information was provided.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. The device was serviced onsite by a field service engineer (fse). The fse replaced the lumenis pc computer (lpu) in accordance with technical support guidance and completed the associated software and data updates. Normal startup was confirmed, and all channels were aligned for mode and centering at near and far positions. Far focus was reviewed across all bricks, and the aiming beam and controls were verified. Calibrations, centration checks, and operational tests were conducted, including confirmation of the key switch, emergency stop, footswitch, blast shield, and interlock functions. All evaluations met factory specifications. The reported concern could not be reproduced, and no additional observations were noted. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of footswitch stuck on position and continuous lasering was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that during procedure, the device continued lasering even after the account stepped off the foot pedal; later it entered in case saver mode. It also displayed error code 55 (communication protocol error). No patient information was provided.